Event description:
It was reported that this implantable pulse generator (pacemaker) was unable to stablish telemetry due to a suspected premature battery depletion. There was no stimulation noticed when applying a magnet. This pacemaker remains in service and no adverse patient effects were reported.